Event description:
It was reported that the wire became stuck in the lesion, and once removed, the tip broke off inside of the balloon. A savion dlvr guidewire was selected for a percutaneous transluminal angioplasty procedure in the patient's right anterior tibial artery. The lesion was a sub total occluded artery, and heavily calcified. The physician was trying to cross the lesion with the savion wire, but the wire became stuck in plaque or a piece of calcium. While trying to pull the wire out, the tip became unraveled. The physician was able to get it loose and capture the wire, but the tip broke off inside of an unspecified balloon. Everything was removed together as a unit. Nothing was left behind in the patient. A different wire was used to cross the lesion and then a coyote was used to complete the procedure. The patient tolerated everything well. No patient complications were reported. The patient condition after the procedure was fine.

Event description:
It was reported that the wire became stuck in the lesion, and once removed, the tip broke off inside of the balloon. A savion dlvr guidewire was selected for a percutaneous transluminal angioplasty procedure in the patient's right anterior tibial artery. The lesion was a sub total occluded artery, and heavily calcified. The physician was trying to cross the lesion with the savion wire, but the wire became stuck in plaque or a piece of calcium. While trying to pull the wire out, the tip became unraveled. The physician was able to get it loose and capture the wire, but the tip broke off inside of an unspecified balloon. Everything was removed together as a unit. Nothing was left behind in the patient. A different wire was used to cross the lesion and then a coyote was used to complete the procedure. The patient tolerated everything well. No patient complications were reported. The patient condition after the procedure was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned and tip damage was noted as part of an overall visual revision. The device was kinked at the middle section. Additionally, the spring tip was stretched. The overall length was within specification. The outer diameter of the distal tip was not able to be measured because it was stretched. The outer diameter of the middle section and proximal section were within specification.